Event description:
It was reported that patient had liner exchange due to polyethylene wear.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown system 12 t5 28 mm liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.